Manufacturer narrative:
The pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 410mg/dl. The customer treated the high with manual injection. The customer's healthcare provider advised the customer to have the device replaced. The customer was advised the pump would be replaced and returned for analysis.